Event description:
Physio-control found that a sales demo device intermittently failing to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an inductor, designator l1 from the analog pcb assembly. Legs 1 to 4 of l1 were intermittently open, which had caused the intermittent power failure.